Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the svc tech reported that one of the four tube clamp assembly housing fasteners seized and could not be removed without destructive measures. Since the event occurred during routine testing, there was no pt involvement during this event.